Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the issue in biometric identifier after the software upgrade. A technical support specialist (tss) reviewed the logs and suspected an authentication failure due to a delay. Based on the logs fse confirmed that the bioid login failures were caused by transient fingerprint capture conditions rather than system or service issues. At station ccg091a, initial spoof detection errors occurred but were resolved on subsequent attempts, allowing successful authentication. At stations cch051a and cch051b, fingerprint scan timeouts were observed due to incomplete or delayed capture, while some failures at cch051b were related to invalid user credentials prior to biometric processing. Overall, no hardware malfunctions or identity server issues were identified, and the events were attributed to normal security checks, capture timeouts, or user interaction factors. All stations were tested and confirmed to be functioning properly when users logged in using biometric identifier. The tss communicated the findings to the customer via email, and the customer later confirmed that no further issues were observed. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier kept spinning after stations were upgraded to 1.7.4. However, there were no delays or adverse events or injuries reported based on this event.